Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an nc trek was advanced to the heavily calcified lesion in the left anterior descending (lad) coronary artery and successful pre-dilatation was performed. The nc trek was removed and an unspecified stent delivery system was unable to advance to the same lesion. The same nc trek was re-inserted into the patients anatomy. During inflation attempt, the balloon would not hold pressure. The nc trek was removed without reported issue and a hole was noted on the catheter, near the balloon. There were no reported adverse patient effects and no reported clinically significant procedural delay.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported torn shaft was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot for torn material. Based on the information reviewed, there is no indication of a product deficiency.